Event description:
An unspecified diagnostic procedure was performed. Two to three weeks later, the pt had pain at the groin. A pseudoaneurysm patch graft repair was done, and IV antibiotics were ordered. The infection embolized to the lower leg in the calf, evidenced by 4-5 small staph lesions through the skin. The pt recovered without incident.